Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath. It was further reported that the right atrial (ra) lead dislodged from the ra appendage. A lead revision was performed and the lead was placed in the ra and tested. The lead remains in use. No further patient complications have been reported as a result of this event.